Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. No ramping numbers during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up and down buttons were stuck and continued to scroll. Keypad anomaly troubleshooting was performed and confirmed that time insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.